Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2017 with the following findings: during investigation, the pump was powered on to a fully functional display. The pump was opened to find no damage to the display connector or display flex cable. The display connector latch was secure. The line through the display complaint could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display) issue; able to read the screen safely, denied moisture to the pump. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.